Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the silicone segment just below the upper fitment. The tubing had been primed and connected to the patient and the pump initially started; the pump alarmed ¿occluded¿ and the ballooning was then noted. It was reported that no IV pushes or flushes had been given through the set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. The set was visually inspected and a slightly stretched silicone segment was noted. Tactile examination found that the silicone segment tubing was slightly weakened on its upper portion just below the upper fitment. Functional testing confirmed slight bulging during priming and a gravity infusion. The root cause of the silicone segment bulge was not identified.